Event description:
Paramedics responded to a pt, condition unknown. The pt was connected to the device for cardiac monitoring during transport to the hosp ed. According to the reporter, the device reset for about 5 seconds while monitoring the pt. Pt transport continued wihtout further incident and no adverse effects were reported. When medtronic ers evaluated the device, the display was illegible and, except for the on button, the keypad was inoperable. Also powering the device off then on again did not clear the observed discrepancy.